Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's vns generator was protruding from her chest and that she was referred for vns generator removal or replacement surgery. The patient underwent vns generator replacement surgery. It was noted on the implant card received that the vns generator was replaced due to an infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.